Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced recurring hypoglycemia at work and during the night while not announcing meals, and was guided to adjust the pump¿s target settings from lower to higher overnight and usual during the day, along with education on proper meal announcing and avoidance of unannounced bedtime snacking. Symptoms included low blood glucose events. Outcomes included troubleshooting and user education without hospitalization. Investigation included a customer interview and review of device use and user settings. Investigation of this case revealed no device malfunction and suggested user-related factors, including unannounced meals, reliance on correction dosing, and suboptimal target settings, contributed to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user technique and settings as likely contributors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.